Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the cylinders would not inflate fully. During withdrawal, a reservoir leak was identified. The hole was located near where the tubing is connected to the reservoir. The reservoir was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the cylinders would not inflate fully. During withdrawal, a reservoir leak was identified. The hole was located near where the tubing is connected to the reservoir. The reservoir was removed and replaced. No patient complications were reported.

Manufacturer narrative:
E1: physician's facility name included. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested. Leak was identified in the reservoir shell attributed to fatigue and wear at the corner of a fold. The kink resistant tubing (krt) was identified to be cut down to the reservoir adapter strain relief junction; visually inspected and not leak was found.the product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.